Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer via a device manufacturer representative (rep) and a healthcare provider (hcp) regarding a patient who was receiving prialt at an unknown concentration and dose via an implantable pump for non-malignant pain. An infection was reported. Infection symptoms were noted. The area of the infection was confirmed to be at the pocket. The infection was reported to be associated with a refill. A wound infection was noted on the patient's abdominal incision at their one month appointment. The patient was placed on antibiotics; however the route of delivery was not specified. It was reported that the pump incision where the hcp had put the pump in had gotten infected on the outside after two weeks of the patient being implanted. The patient went to a wound specialist who supposedly fixed the wound on the outside. At the patient's appointment in (B)(6), it was noted that the incisions were not healing well. Cultures were taken of the patient's blood as well as fluid was aspirated from the pump pocket. They were (B)(6). There was an abscess and purulent fluid at the pump pocket. The initial cause of the infection was unknown and unidentified. It was reported that the patient went every day for three weeks on unspecified dates, and the hcp treated the outside pump incision by scraping all the dead infection off, put medicine on the strips, and put a big bandage on it. The hcp gave the rep materials to treat the wound and the patient did not have any antibiotics by mouth. It was reported that the day before (B)(6), the hcp gave permission to give the patient pump medication. The patient got their second refill that same date. It was reported that they felt that the infection occurred from the patient not being healed on the outside incision infection and got pushed in at the time of the refill. It was reported that somewhere in between the pump being in the sterile package and being put into the body, it got contaminated somehow because the infection was all around the pain pump and behind the pain pump. It was reported that on (B)(6) 2014, the patient went into respiratory arrest and had to be put on life-support. After 9-10 days in (B)(6) 2014, the patient went into a coma for 40 days. They woke up on (B)(6) 2015 and found out that the pain pump had made the patient septic and it went to the patient's lungs and the patient got pneumonia. For 40 days the patient was told they were going to die. It was reported that the patient almost got sepsis. After three months of the patient being implanted, they had the pump removed. Total system explant occurred. The patient is no longer implanted and the infection was resolved. If additional information is received, a follow-up report will be submitted.